Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the aspiration was sluggish. A 2.1 mm jetstream® xc atherectomy catheter was selected for an atherectomy in the superficial femoral artery (sfa). During the procedure inside the patient, the aspiration on the jetstream became very sluggish. The catheter was removed from the patient twice, re-primed, and the aspiration remained incorrect. Another of the same device was used to complete the case. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. No damage was noticed. Functional analysis was done by completing the aspiration testing of the device per the test procedure. Test results showed that this device did not perform as designed per the test procedure specification sheet withdrawing 2ml of fluid in the 1minute time frame. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the aspiration was sluggish. A 2.1 mm jetstream xc atherectomy catheter was selected for an atherectomy in the superficial femoral artery (sfa). During the procedure inside the patient, the aspiration on the jetstream became very sluggish. The catheter was removed from the patient twice, re-primed, and the aspiration remained incorrect. Another of the same device was used to complete the case. There were no patient complications and the patient is fine.